Event description:
While the unit was being used to routinely monitor a non cardiac patient, the screen displayed a flatline and connect leads message. The operator reportedly could not discern a reason for the message. The reporter stated there were no adverse effects to the patient as a result of the alleged malfunction.